Manufacturer narrative:
On (B)(4) 2014, the cs300 pump was serviced by the facility. Testing revealed that the units helium tank was turned off. The unit fully passed all tests and it was determined that the cause of the reported alarms, was operator error. The device history record the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. (B)(4).

Event description:
The customer reported, "our balloon pump started throwing error codes on us today during a code (error code 2, I believe)." On (B)(6) 2014, the customer informed maquet that the pt later expired due to cardiopulmonary arrest that occurred previous to balloon implant. The pt expired; however, the customer does not attribute the pt's death to the iabp.